Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 5110853. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 5110853 all inspections were performed per the applicable operations qc specifications. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. CAPA (B)(4) ¿ fm internal (silicone) initiated 15aug2016. Corrective actions implemented (B)(6) 2016. Lot# 5110853 was produced prior to corrective actions being implemented.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was liquid coming from the 6mm bd¿ insulin syringe during injection. Medical interventions are unknown.